Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to an unspecified malfunction. The lead was non- functional. No further information was provided. The patient was in stable condition post-procedure.